Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device valve leaked during use. The following information was provided by the initial reporter, translated from french to english: "valve q-syte defect child under curare, wakes up a lot. Bolus does but nothing changes. Later discovered that the q-syte is leaking. Child was not receiving his sedations."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/12/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit. Microscopic evaluation of the unit revealed that there was a tear at one end of the slit at the septum top and bottom discs. A tear was also noted at the column wall of the septum near the vent hole. The leakage test was performed on the unit in the unactuated and actuated positions. Leakage did not occur in the unactuated position but leakage did occur in the actuated position through the vent hole, confirming the reported issue. This type of damage can occur in the user environment due to excessive actuations and/or extraneous force but can also occur during the manufacturing process. Since the device was used, the exact root cause could not be determined. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device valve leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "valve q-syte defect child under curare, wakes up a lot. Bolus does but nothing changes. Later discovered that the q-syte is leaking. Child was not receiving his sedations."